Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that a filter leg had detached from the filter. The filter was retrieved without incident. The detached filter leg remains implanted. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter was discarded by the user facility. The detached component remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.